Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has sarcoidosis and that wearing the lifevest is causing dry skin and a lot of irritation. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a thick lotion and vitamin e by a physician. Patient also discontinued use of the lifevest. Follow up indicated that the skin issues have stopped since not wearing the lifevest.